Event description:
It was reported a ventricular lead warning occurred and was triggered due to low impedance and unsuccessful paces. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg) implanted: (B)(6) 2005; 5076 implantable pacing lead, implanted (B)(6) 2005. (B)(4).